Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction or pt harm by the customer.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a ventilator inoperative code (error 009) was found in the ventilator's downloaded error log. The logged error code 009 indicates a potential malfunction of the ventilator's blower motor. The device's blower motor was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.